Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and product quality damage appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The other additional graftmaster referenced is being filed under a separate medwatch report number. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous proximal to mid left anterior descending de novo artery that was 90% stenosed. Through radial access, pre-dilatation was done with several non-abbott nc balloons. Two non-abbott stents were implanted (a 3.0x15mm distally and a 3.5x30mm proximally). Post stent deployment, a perforation was noted at the overlap of the two stents. An unspecified balloon was placed to seal the perforation and a pericardium drain was placed. An attempt was made to advance a 3.5x16mm graftmaster stent delivery system (sds) but failed to cross due to the anatomy. The graftmaster was removed and a balloon was placed to seal the perforation in the meanwhile. The graftmaster was then noted to be damaged (the type of damage was not specified). Through femoral access, a second guiding catheter was used to deploy a new 3.5x16mm graftmaster stent at the perforation. The perforation did not seal in the middle of the stent. A balloon was placed to seal the perforation again. Then a 4.8x19mm graftmaster stent was deployed inside of the first graftmaster stent to successfully seal the perforation. There was no adverse patient sequela reported. No additional information was provided.